Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; device discarded during surgery, "adhesive hard to open, high chance of infection".

Event description:
Healthcare professional reported "adhesive hard to open, high chance of infection". The device was not implanted. Device was discarded. Surgery was completed with a backup device.